Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, air sound was heard when the customer inserted the tube, so a new tube was replaced for a successful venipuncture. Then when the safety mechanism was pressed, the customer saw the tubing was not connected fully to the needle barrel causing air to come into the tubing which allows blood to seep out between the needle and tubing connection. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 30 retained samples underwent functional tests to assess the functionality of the device. All samples passed the tests, exhibiting no signs of damage to the device or leakage during use. Additionally, these samples passed further functional tests, confirming proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, air sound was heard when the customer inserted the tube, so a new tube was replaced for a successful venipuncture. Then when the safety mechanism was pressed, the customer saw the tubing was not connected fully to the needle barrel causing air to come into the tubing which allows blood to seep out between the needle and tubing connection. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.